Manufacturer narrative:
Exact date unknown, event occurred several months ago.

Event description:
It was reported that the patients ipg stopped working. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was kept by the medical facility and will not be returned.